Manufacturer narrative:
The reported complaint of user advisory - ua16 (timeout moving to take-up position) error message on the autopulse platform (sn (B)(4)) was confirmed during functional test and during archive data review. However, the reported complaint of user advisory - ua 12 (lifeband not present) was not confirmed during functional test and during archive data review. It was determined that the root cause of error ua16 was due to out-of-specification brake gap as a result of part being misaligned. To remedy ua16, the brake gap was re-aligned and cleaned. The ap platform was tested and as expected, it passed all functional tests and ready for clinical use. During visual inspection, cracked front enclosure and a very sticky clutch were observed. These types of physical damaged/faulty on the ap platform can occur due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in october 2013. The device is nearing its expected serviceable life of 5 years. The identified damaged part has been replaced and the sticky clutch was deburred. These issues were unrelated to the reported complaint. Initial functional testing could not be performed due to error message ua16 (timeout moving to take-up position) displayed upon ap platform power on. During archive data review, error message ua16 (timeout moving to take-up position) was identified on the date the issue occurred. Thus, confirming the reported complaints. Ua 12 (lifeband not present) was not identified. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed (user advisory) ua 12 (lifeband not present) and ua16 (timeout moving to take-up position) error messages upon power-up. User was unable to clear error messages. No patient involvement.